Event description:
The customer reported obtaining erroneously high ion selective electrode (ise) patient results for sodium (na) and potassium (k), on their au5800 clinical chemistry analyzer (pn b96698, sn (B)(6). There were no erroneously high ise patient results reported outside of the laboratory. There was no report of injuries, deaths, or delays/changes in treatment or diagnosis associated with this event. The customer did not provide patient data or patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed that the probable cause identified for this event is a bent sample probe and separator gel in the sample pot. The field service engineer (fse) replaced multiple hardware parts including sample probe, electrodes and cleaned the sample pot and reference block to resolve the issue. Section a2. A4 and a5: information not provided by the customer. The beckman coulter internal identifier is case-(B)(4).